Event description:
It was reported that heartmate touch was unable to hold charge; same unit was then unable to turn on. The unit was attempted to recharge, still reported intermittent operation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d5: operator of device corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of the heartmate touch being unable to hold charge, followed by being unable to turn on was not confirmed as no product was returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event (including if the heartmate touch will be returned for analysis); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide explain the operation of the heartmate touch system, including how to set up the heartmate touch communication system for use and how to turn on the tablet. The user is instructed to fully charge the heartmate touch tablet or plug in the power cable during set-up. Heartmate 3 instructions for use (IFU) chapter "equipment storage and care" describe how to care for, store, and clean all equipment, including the heartmate touch tablet. Heartmate 3 instructions for use (IFU) chapter 1 "introduction" informs the user to contact abbott for assistance if there are any questions after reading the manual. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.